Event description:
The pump was returned for investigation. Investigation revealed a faded, discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: evaluation revealed that the battery compartment was cracked and the battery cap was unable to tighten due to damaged cap threads. A power loss was observed. A test cap was able to fully tighten. Display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Initial reporter: (B)(6).